Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
Device has malfunctioned. Reportedly, the child fell at school but it is not known whether he knocked his head. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell but it is not known whether he knocked his head. The child will be seen for another testing in one month time. Re-implantation is considered.